Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305106, batch#: 3299399. It was reported by the customer that defective needles with urgent safety issue. Verbatim: rcc received a complaint via email. Email(s) attached. Customer (B)(6) reports defective needles with urgent safety issue. The needle point is already popping out from the casing and could stab something or someone by mistake. Item: 305106. Quantity affected: 1 bx. Serial/lot number: (B)(6). Po : (B)(4).

Event description:
Additional information received. Material#: 305106, batch#: 3299399. It was reported by the customer that defective needles with urgent safety issue. Verbatim: rcc received a complaint via email. Email(s) attached. Customer brian reports defective needles with urgent safety issue. The needle point is already popping out from the casing and could stab something or someone by mistake. Item: 305106, quantity affected: 1 bx, serial/lot number: 3299399, po : 4517368271. Customer response: 1. Any adverse event or serious injury reported to patient or healthcare professional? None. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 11-06-2024 (june 11, 2024). 3. Please describe the issue what actually the defect was. Needle appeared to be completely bent over when the cap was put on in production. Tip of needle was exposed, outside of the cap. Please see picture below:

Manufacturer narrative:
Pr 10357542 follow up for device evaluation. It was reported the needle point is popping out from the casing. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and there is an extra needle attached to the outer wall of the needle hub. The photo provided shows the sample received. No other defects or imperfections were observed. The double needle could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305106, lot 3299399. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.